Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded and the image was lost as it was obstructing the view. Reportedly, no part of the spyscope ds detached. The procedure was partially completed as the patient is scheduled for another procedure at a later date in order to complete the lithotripsy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked near the distal tip. As received, the working channel sleeve protruded, confirming the complaint. A functional assessment was performed. An ehl probe was inserted into the spyscope while the working length was held in 2-10¿ loops and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The distal tip was aligned between the black markings on the path, with the shaft of the catheter oriented such that the working channel was on the inside of the radius in the path. The ehl probe passed freely through the working channel. A spybite was also inserted into the spyscope ds; the spybite passed freely through the working channel. Resistance was not felt with either accessory. The reported complaint incident of ¿difficult/unable to advance accessories¿ was not confirmed because no issues were identified with passing accessories through the working channel. The reported complaint incident of ¿loss of visualization¿ was not confirmed because, upon plugging the device into the controller, it displayed a live, clear image. No issues were identified with the image. The device was fully articulated in all directions; no issues were identified with the image. A guidewire was back-loaded through the distal end of the scope; no issues were identified with the image. The handle was opened and it was found within specification. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. The pebax region proximal to the working channel sleeve was inspected. No damage or irregularities that could cause or contribute to passability issues were observed. The complaint was consistent with the reported event of working channel sleeve protruding. Further investigation revealed that the working channel sleeve protrusion issue is caused by an inadequate bond b. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded and the image was lost as it was obstructing the view. Reportedly, no part of the spyscope ds detached. The procedure was partially completed as the patient is scheduled for another procedure at a later date in order to complete the lithotripsy. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.